Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer was swimming and insulin pump was exposed to moisture. The customer¿s blood glucose was 15.5 mmol/l. The customer reported that they went to swimming and was not in the pool for more than 5 minutes when pump started alarming but could not stop alarm and screen was blank. Customer states didn¿t run a self test because of blank screen. The customer was advised to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronics and motor assembly.